Event description:
It was reported that high, out of range, hv lead impedance was observed. The lead was explanted and replaced. The patient was doing fine post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.